Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing atrial fibrillation (af) but the device alert tone on the implantable cardioverter defibrillator (ICD) was not audible. The time of the alert was moved from morning to evening. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.